Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and then after treated with correction bolus the blood glucose level went to 498 mg/dl. The customer did allege that the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that insulin pump was not on auto mode. It was reported that cannula was bent of infusion set. The insulin pump will not be returned for analysis.